Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery had not been staying on for more than 2 days. Customer stated that the battery in the sensor lasted longer that time but not for the full 7 days. Customer's blood glucose was 400 mg/dl. The customer has been having high blood glucose because it was going off in his sleep. Customer treated with the pump at the time of the initial incident. The transmitter passed the test plug procedure. Customer declined troubleshooting for high blood glucose because she does not think it is the pump. Customer thinks that it is because she is weary since the pump would go off in the middle of the night and she would eat something without counting carbs. Customer stated that she then wakes up with high blood glucose.